Manufacturer narrative:
Investigation results: review of available data confirmed the non-functioning of the ble communication of the subjected pacemaker. Based on available data the root cause could not be determined with certainty. However, it can be suspected that the observed issue might be related to a known software issue that could lead to communication errors due to a timeout at the beginning of the session. This issue was corrected with firmware version v2.7.1 during the follow-up dated 11 october 2023 the firmware of the subjected pacemaker was upgraded from v.2.5.3 to v2.7.2 which includes the respective correction. Based on available data the correct functioning of the ble connection is confirmed at the end of the session on 11 october 2023. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the for subjected alizea dr 1600 no remote transmission were established since (B)(6) 2022 although the home monitor was replaced recently. During last follow-up it was verified that rf communication was activated. Despite disconnecting and reconnecting, a patient initiated transmission (pit) was not sent, even after more than one hour. The pacemaker was updated to latest firmware version during the follow-up and finally the transmission was successful.